Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's mother inserted the sensor on patient arm. Patient's mother uses multiple bg meters, which is against user guide recommendations. The patient's mother did not report injury or medical intervention.